Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime/a33 test due to faulty fsr (gold). Pump passed the operating currents measurement, self test, a21 error test, rewind, basic occlusion test and displacement test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. Pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms and a no delivery alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.